Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The blood glucose result was 370 mg/dl at 6:00 p.m. On the patient's aviva combo meter. The patient had symptoms of vomiting and he went to the hospital. The blood glucose result was 433 mg/dl on the hospital's meter at 7:00 p.m. The patient was treated with serum, insulin, clexane and omeprazol. The patient was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.